Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump alarmed compromised force sensor system. The customer¿s blood glucose level was unknown. The customer also reported that the insulin was squirting during manual prime process. Customer reported that they were able to clear the alarm but unable to complete rewind. The insulin pump will be returned for analysis.

Manufacturer narrative:
A33 error alarm during rewind due to loose and protruded drive support disk. Unable to perform displacement test, basic occlusion test, occlusion test, prime or a33 test and excessive no delivery test.